Event description:
It was reported that this was a procedure to treat a right common iliac artery with chronic total occlusion. A retrograde approached was to be performed. An ht connect 250t guidewire (gw) was advancing, but could not cross the target lesion due to anatomical challenges. Then, approximately 5cm from the distal tip, a core break was observed. The coils seemed to have unraveled. Therefore, the gw was removed intact. The procedure was completed with an unspecified gw and a different approach. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned. As per the lot history review it was concluded that the guidewires were manufactured according to the specification. The required test and inspections were performed and passed. Based on the information provided above, the cause of the failure cannot be traced to the device as adverse event is related to the patient condition. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities in the challenging patient¿s anatomy during the procedure. Scanning electron microscopy (sem) was performed and the analysis confirmed that the fracture occurred due to torsional overloading of the guidewire. Integer has not implemented any corrections as a result of this complaint.

Event description:
N/a